Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer displays a low ipg battery warning. The patient observed a low ipg warning on her programmer. The patient is pending follow-up with an sjm representative.